Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received up to 25 shocks and the device failed to convert the ventricular tachycardia (vt)/ ventricular fibrillation (vf). The patient presented to the hospital and had to be externally rescued. Technical services (ts) noted that the patient was in a vt storm. Ts reviewed implant information as the first shock impedance was 127 ohms which converted however, was concerning. Ts recommended looking at the system placement with chest x-rays. Review of device data noted there were five shocks delivered in one of the episodes in which shock delivered impedances measured 77 ohms. After the shocks there are s markers rather than t in which confirms the rhythm was likely undersensed. No further shocks were provided as the criteria was not met. Smart pass is programmed on. Eventually, the patient was able to successfully convert however, the arrythmia kept re-occuring. It was noted the patient is awake, alert and emotionally traumatized and did pass out after the third shock. Ts recommended to pull in smart charge. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received up to 25 shocks and the device failed to convert the ventricular tachycardia (vt)/ ventricular fibrillation (vf). The patient presented to the hospital and had to be externally rescued. Technical services (ts) noted that the patient was in a vt storm. Ts reviewed implant information as the first shock impedance was 127 ohms which converted however, was concerning. Ts recommended looking at the system placement with chest x-rays. Review of device data noted there were five shocks delivered in one of the episodes in which shock delivered impedances measured 77 ohms. After the shocks there are s markers rather than t in which confirms the rhythm was likely undersensed. No further shocks were provided as the criteria was not met. Smart pass is programmed on. Eventually, the patient was able to successfully convert however, the arrythmia kept re-occuring. It was noted the patient is awake, alert and emotionally traumatized and did pass out after the third shock. Ts recommended to pull in smart charge. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report filed for field h6 impact codes.